Event description:
It was reported the spindle cap of the indirection decompression spacer broke in the course of deployment during an implant procedure. All pieces were removed from the patient, and the procedure was successfully completed with no patient complications. The broken spacer will not be returned as it was disposed of by the medical facility.